Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the sample 1 probe was misaligned and the sensor 1 horizontal motor mount was damaged. The cse repaired the motor mount and aligned the sample 1 probe. The cse ran a quick check, quality controls and performed precision testing, all of which were acceptable. The cause of the discordant, falsely low magnesium result on one patient sample was related to the misaligned sample probe due to a damaged motor mount. The instrument is performing according to specifications. No further evaluation of the device is required.